Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested.

Event description:
It was reported that the battery reciprocator made a high pitch noise when the trigger is pulled. This incident occurred during a knee surgery. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis.the manufacturing documents were reviewed and no complaint related issues were found. The customers complaint that this device makes a high pitched noise was confirmed. A functional assessment was performed which confirmed that the device is damaged. This is due to normal wear over time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed and a manufacturing evaluation can not be performed. No conclusion could be drawn as the device has not been returned yet and the correct lot number remains unknown. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4).